Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The fsr replaced the roller pump. Verification/release testing was performed. The unit operated to the manufacturer's specifications. The suspect unit was returned to the manufacturer for further evaluation.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump displayed a 'belt slip' message. The occlusion was adjusted but ultimately the issue persisted. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed no 'belt slip' messages or issues with the pump. He ran the pump for over 20 hours with no issues observed. The pst opened the pump and observed all internal components to be clean and free of grease. The pump operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. The service repair technician (srt) did not duplicate the reported complaint. The belt and encoder ring were clean. The unit operated to the manufacturer's specifications. Per data log review: on (B)(6)2022 the large roller pump labeled 'cardioplegia (cpg)' had several underspeed (head < demand), and underspeed (belt slip) alerts. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.